Event description:
It was reported that there were 5 occurrences of needle not retracting with a bd insyte¿ autoguard¿ shielded IV catheter. The following information was provided by the initial reporter: about 4-5 when insert IV the needle is not retracting. Appears to all be with the same lot number.

Manufacturer narrative:
Bd received two 24 gauge insyte autoguard units from lot 9008745 for evaluation. A review of the device history record was performed and no related quality issues were found during production. Our quality engineer visually inspected the returned units and observed no physical/mechanical damage to any of the components. The units were reset to the out position and no damage was observed to the needles. Next, a functional retraction test was performed and both units retracted successfully with no resistance. Based off the visual inspection and testing the engineer was unable to verify the reported issues. Since no damage was observed during testing the engineer was unable to determine the root cause.

Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there were 5 occurrences of needle not retracting with a bd insyte autoguard shielded IV catheter. The following information was provided by the initial reporter: about 4-5 when insert IV the needle is not retracting. Appears to all be with the same lot number.